Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing.re-implantation has been recommended and will take place when the date has been confirmed after the pre-surgical tests.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing.

Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing. Re-implantation has been performed.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Additionally, overload fractures in the active electrode consistent with an external mechanical impact were also observed. The problems described in the recipient report appear to match the damage found. This is a final report.